Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that patient with bioprosthetic aortic valve, implanted for two (2) years and five (5) months, underwent a valve-in-valve procedure due to aortic stenosis. The patient underwent a successful tavr procedure. There was no evidence of any aortic insufficiency and a tte demonstrated no evidence of any perivalvular leak. The patient tolerated the procedure well without any complications. He was stable and ready for discharge home on pod #2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.